Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that after the study procedure, but within 48 post procedure, the patient experienced with left upper extremity weakness which required medication and hospitalization. Patient's current condition is in a state of minor paralysis (flattened nasolabial fold, asymmetry on smiling) with modified rankin score (mrs) of 2 and national institute of health stroke scale (nihss) score of 1. No other information was provided.

Event description:
It was reported that after the study procedure, but within 48 post procedure, the patient experienced with left upper extremity weakness which required medication and hospitalization. Patient's current condition is in a state of minor paralysis (flattened nasolabial fold, asymmetry on smiling) with modified rankin score (mrs) of 2 and national institute of health stroke scale (nihss) score of 1. No other information was provided. Update information: additional information received on 03-feb-2023 indicated that the adverse event of right mca (middle cerebral artery) stroke is a minor, ipsilateral, and ischemic stroke which was not disabling or morbid. The site considered the event as serious (caused prolongation of an existing hospitalization) and related to investigational device and the index procedure.

Manufacturer narrative:
Clinical signs code grid : added 'ischemia stroke '. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that after the study procedure, but within 48 post procedure, the patient experienced with left upper extremity weakness which required medication and hospitalization. Patient's current condition is in a state of minor paralysis (flattened nasolabial fold, asymmetry on smiling) with modified rankin score (mrs) of 2 and national institute of health stroke scale (nihss) score of 1. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.